Event description:
A blood glucose test was performed on a patient and the result was "hi". A lab was then done on the patient and the result was 383 mg/dl. Controls were in range. A request was made for the return of the suspect device, and replacement product was sent.